Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported a left side rupture. Patient had an MRI to confirm the rupture. Healthcare provider also reported ¿biopsy histology report of ¿left side ¿adenosis and fibro adenomatous nodules¿ (not device related). The device has been explanted.

Event description:
Healthcare provider reported a left side rupture. Patient had an MRI to confirm the rupture. Healthcare provider also reported ¿biopsy histology report of ¿left side ¿adenosis and fibro adenomatous nodules¿ (not device related). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture